Manufacturer narrative:
The user facility reported in medwatch 0300360000-2015-8006 the patient was in lithotomy position and trendelenburg. The patient was repositioned during the procedure, but the surgeon did not allow for shoulder support wings to be placed on the surgical table. The patient continued to slide toward the head of the surgical table. A steris field service technician arrived onsite, inspected the surgical table, and identified a substantial amount of lint on the velcro straps on the surgical table. The excessive lint on the velcro straps weakened the bond of the straps and allowed for the table's pads to shift sliding the patient toward the head of the table. The technician replaced the velcro straps, tested the surgical table, and confirmed it to be operating according to specification. The table was returned to service and no additional issues have been reported. The table is not under steris service contract agreement for maintenance and is maintained by the user facility. Section one of the operator manual for the cmax general surgical table states, "failure to keep the patient properly secured with the patient safety straps at all times could result in death or serious injury." Also "failure to perform periodic inspections of the table could result in serious personal injury or equipment damage...regularly scheduled preventive maintenance is required for safe and reliable operation of this equipment." Section 5.6: preventive maintenance schedule states, "[with a] minimum frequency [of] 1 x per year, remove pads. Examine pad covers and fastening strips (pads and table)." The patient positioning guide, provided with each cmax general surgical table, states that if a patient is in lithotomy and trendelenburg position, then steris trenstop (or another shoulder support wing) should be used to prevent the patient from sliding off the surgical table. Steris trenstop provides support with shoulder braces which prevent the patient from sliding on the surgical table. The technician reviewed the preventive maintenance requirements with the user facility. The account manager has offered in-service training regarding patient positioning recommendations for the cmax general surgical table.

Event description:
Reference medwatch 0300360000-2015-8006. The user facility reported during a patient procedure the patient slid toward the head section of the cmax general surgical table. No report of injury or procedural delay or cancellation.